Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b6.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram. Device remains implanted.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram. Device has been explanted and replaced.